Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam which resulted in surgery for sinus issues. The user discarded the device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused numerous sinus issues resulting in the need for surgery. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.